Manufacturer narrative:
An osseotite® tapered certain® implant 4 x 10mm (xifnt410) was returned for investigation. Visual inspection of the as returned product identified signs of wear in the form of scratching along the implant's threads, but no signs of significant damage or deformation. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Product dimensions were measured with digital calipers (cal1322, calibration due 25-sep-2020) and found to be within the specifications in the product's engineering drawing. Pre-existing conditions were noted on the per and include the patient's reported smoking habit. The reported device was located on tooth #30 and was used for approximately 6 months. Pictures or x-ray images were not provided. DHR review was completed for the subject lot number (2018060495). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op# 0210) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (lot # 2018060495) for similar events and one other complaint was identified. August post market trending was reviewed and there were no negative trends or corrective actions for the reported event (bone loss) or device (xifnt410). Therefore, based on the available information, device malfunction did not occur and the reported event was non-verifiable. The following sections have been updated: b4: date of this report. D4: unique identifier (UDI) number. D4: expiration date. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: device evaluated by manufacturer. H4: manufacturer date. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4). The device has been received for investigation; after investigation has been completed, a follow up medwatch report will be submitted.

Event description:
It was reported that an implant (xifnt410) was removed due to bone loss at tooth location 30.